Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. An evaluation of the analyzer was not performed. Based on the information provided by the customer, discrepant accutni results were observed for draws from a single patient only. A definitive root cause for this event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously high results for troponin I (accutni) for two (2) draws of one (1) patient assayed with access accutni reagent on an access 2 immunoassay system. The erroneously high accutni results were reported outside of the laboratory. Based on these results, the patient was admitted to the hospital and underwent a computerized tomography (CT) angiogram to rule out pulmonary embolism (pe). No medication was administered to the patient. No interventional procedure was performed on the patient. The customer reported that the patient was drawn several times to perform repeat accutni analyses. The customer reported that the draws were not completely full draws. The customer reported that the patient samples were poured into 1 ml insert cups and placed back into the primary tubes to use the same barcodes on the analyzer. Bec informed the customer that it is recommended to pipette (versus pour) samples into insert cups to avoid particulate matter from being transferred. The customer reported that the initial sample draw appeared to be slightly hemolyzed. The remaining draws appeared normal. The customer reported that quality control data for accutni recovered within the laboratory's established ranges both prior to and after the event. The customer reported that the last weekly system check performed yielded results within analyzer specifications. The customer reported that no other discrepant results were observed for other patient samples analyzed at the time of the event.